Manufacturer narrative:
(B)(6). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was released and successfully deployed; however, the deployment of the clip did not feel right as the yoke seemed detached. A difficulty was experienced when a snare was put down the channel, and it was noted that the yoke was sucked up and blocked the channel. Reportedly, the snare was took out and tried to advance again, but the yoke was found in the polyp trap. The procedure was completed at this time. There were no patient complications reported as a result of this event.